Manufacturer narrative:
Never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent unexpected reset alarms occurred. Additionally, it was reported that the customer performed the fill tubing sequence while connected at the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer also reported that the pump touch screen was unresponsive and frozen on a "gray screen". During troubleshooting with tandem technical support, the customer was able to clear the screen to resolve the issue. Customer's blood glucose (bg) level ranged from 51 mg/dl to 112 mg/dl. Customer consumed carbohydrates to address low bg. Reportedly, the customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Based on the analysis, the alleged unresponsive touchscreen and load fill estimate issue could not be verified.